Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02185 and 02186) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the "battery shows 75%, both switch to the other port." It was stated by site "none effect on patients." Battery was "swapped from stock". No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Log file analysis revealed occurrences of premature switching events while bat205041 was in use. Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed occurrences of premature switching events while bat205041 was in use. Analysis of the device, bat205041, revealed that it met specifications; the device passed visual examination and functional testing. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. Heartware has opened an internal investigation to address this issue. This is two of two reports (3007042319-2015-02185 and 3007042319-2015-02186) submitted for devices related to the same event heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.